Manufacturer narrative:
The ge service rep conducted an onsite investigation. The on/off switch was replaced. The system operates as intended.

Event description:
The customer reported that the system had a damaged on/off switch. No pt injury was reported.